Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient was in clinic post procedure. Upon pre-discharge check, it was observed the right ventricular lead was failing to capture. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 58.4cm. Analysis was completed. The cause of the reported event of loss of capture was isolated over torqued inner coil which is consistent with procedural damage. The lead was otherwise normal.